Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a 24g x 0.75in (0.7 x 19 mm) insyte vialon e. The following information was provided by the initial reporter, "the catheter tip was broken."

Manufacturer narrative:
Investigation: the sample returned was not decontaminated by vendor hole on catheter was observed from the 5 photos received. The catheter and adaptor were returned separated from the needle hole on catheter was observed on the actual sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint is confirmed and product is out of specification needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. The batch produced was before the implementation of the CAPA. CAPA# (B)(4) had been initiated to address needle pierced through catheter issue.

Event description:
It was reported that foreign matter was found before use with a 24g x 0.75in (0.7 x 19 mm) insyte vialon e. The following information was provided by the initial reporter, "the catheter tip was broken."